Event description:
On (B)(6) 2025, an in-center clinic manager reported to fresenius this hemodialysis (hd) patient on in-center hd therapy utilizing the optiflux f160nre dialyzer experienced a dialyzer reaction. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the outpatient clinic physician and the patient¿s hd registered nurse, it was reported this patient experienced hypertension, dermatitis and dyspnea with three minutes left on an hd treatment on (B)(6) 2025. The patient¿s blood was rinsed back, and the treatment was discontinued with no patient blood loss. The patient was administered an intravenous push of diphenhydramine per clinic protocol, and they were taken to the emergency department (ed) on the same day following a diagnosis of an allergic reaction. The patient was admitted to the hospital on (B)(6) 2025 where she was able to continue hd therapy (brand and model unknown) on a hospital provided hd machine for the duration of the admission without incident. The patient was discharged home on (B)(6) 2025. It was confirmed that the patient¿s allergic reaction was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis without incident following this event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
On 29/sep/2025, an in-center clinic manager reported to fresenius this hemodialysis (hd) patient on in-center hd therapy utilizing the optiflux f160nre dialyzer experienced a dialyzer reaction. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the outpatient clinic physician and the patient¿s hd registered nurse, it was reported this patient experienced hypertension, dermatitis and dyspnea with three minutes left on an hd treatment on (B)(6) 2025. The patient¿s blood was rinsed back, and the treatment was discontinued with no patient blood loss. The patient was administered an intravenous push of diphenhydramine per clinic protocol, and they were taken to the emergency department (ed) on the same day following a diagnosis of an allergic reaction. The patient was admitted to the hospital on (B)(6) 2025 where she was able to continue hd therapy (brand and model unknown) on a hospital provided hd machine for the duration of the admission without incident. The patient was discharged home on (B)(6) 2025. It was confirmed that the patient¿s allergic reaction was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis without incident following this event.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The hdrn reported the patient experienced an allergic reaction during hemodialysis treatment. According to the doctor and hdrn, it is unknown what caused the allergic reaction as the patient continues treatment in-center without further incident. The optiflux dialyzer instruction for use indicates the following: ¿in rare cases, thrombocytopenia or hypersensitivity reactions including anaphylactic or anaphylactoid reactions to the dialyzer, or other elements in the extracorporeal circuit, may occur during hemodialysis. Hypersensitivity reactions may cause mild to severe signs and symptoms, including itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest. Patients with a history of hypersensitivity reactions or patients who have a history of being highly sensitive and allergic to a variety of substances should be carefully monitored during treatment.¿